Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the chronic lead was connected to the ventricular port of the pulse generator and no pacing output was observed. Both the connection and lead were tested when connected to the atrial port of the generator and capture was observed. The physician believed that there was no pacing from the ventricular channel. A replacement pulse generator was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The pulse generator was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of no pacing could not be confirmed.